Event description:
The t5 helmet with t4 fo light was sent for eval because the fiber optic light fell out of the holder and burned the surgeon on the forehead during a procedure. The procedure was completed with the same device without any clinically significant procedure delay. It was reported that the burn was the size of a dime or smaller. There was no medical treatment or intervention required as a result of the event.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.